Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a result discrepancy with a patient sample when testing with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems, when compared to retesting with genexpert. The customer reported the initial patient sample test was processed on (B)(6) 2022 and was positive. Subsequently a mutation testing was negative. The same sample was repeated again using genexpert resulting in a negative result. The positive result was reported to the patient and or/ medical personnel treating the patient, and then amended after the retests. No apparent harm or injury occurred in relation to the event. An investigation is ongoing and results are not yet available. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No product problem or systemic issue was identified. Although unknown the likely cause of the discrepancy alleged is sample/site specific factors such as a sample swap. Potential contamination between the testing of the sample on the two separate systems can also not be ruled out. Additionally, the contribution of the differences in technology cannot be ruled out as a contributing factor to the discrepancy alleged. Cn-(B)(4).